Event description:
Caller states that the inform meter and base shorted out, and created smoke and arcing. The plastic is also melted on both components. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base unit. Reference medwatch with patient identifier (B)(6) for the inform meter.